Event description:
It was reported that after explantation of an impella 5.5 pump the patient required shock twice and medical management of cardiac arrthymia with a "possible" relationship to the impella use. Reportable harm. Later, the patient exhibited acquired vonwillebrand disorder with "probable" relationship to the impella 5.5. It was reported that the patient was successfully weaned from the impella.

Manufacturer narrative:
The impella 5.5 was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of access site bleeding and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D4. Model number was erroneously entered on the initial manufacturer device report number 1220648-2025-27745. E4. Should have been left blank on the initial manufacturer device report number 1220648-2025-27745 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1. Manufacturing site name, address, country, and fax number were erroneously entered on the initial manufacturer device report number 1220648-2025-27745.